Manufacturer narrative:
The thermogard ivtm console (serial #(B)(4)) was evaluated at the customer site. The customer's reported complaint of the thermogard ivtm system displayed "tcm ID:02" (ce danfoss error) error message was confirmed based on the event log review and during functional testing. The root cause was due to a defective danfoss module, likely as a result of defective component. During visual inspection, there was no physical damage observed on the ivtm thermogard console. A review of the event logs showed multiple occurrence of tcmid:02 (ce danfoss error) error message; thus, confirming the reported complaint. The system failed initial functional testing due to tcmid:02 error message; therefore, the reported complaint was confirmed. The root cause of tcmid:02 error was due to a defective danfoss module. The defective danfoss module was replaced to address this error issue. After part replacement, the thermogard console passed all tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard ivtm system (serial #(B)(4)) displayed "tcm ID:02" (ce danfoss error) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.